Event description:
Event verbatim [preferred term] 3 weeping burn blister-like injuries on the skin, burn second degree [burns second degree], , narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for devision consumer healthcare germany. A contactable consumer reported on behalf of his mother, an 85-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number not provided, expiration date: 2018) from (B)(6) 2017 for tension in the shoulder and neck area and associated pain. The patient's medical history included hypertension. Concomitant medications were not reported. On an unspecified date, the reporter stated his mother applied the heatwrap adhesive to her body and after approximately 15 minutes of application of the heatwrap, she experienced burn-like symptoms and pain under the heatwrap. She removed the heatwrap and discovered there were 3 weeping burn blister-like injuries in the neck area, burns second degree, on the skin. The heatwrap was applied according to the patient information leaflet. The reporter stated the healing process took several weeks. The patient did consult a physician as a result of the event and wound treatment and care was provided. The heatwrap was used according to the instructions and the heatwrap did not show any damage. Furthermore, no other drugs (like an ointment) were used under the heatwrap. The reporter stated his mother does not suffer from any underlying diseases or allergies. The patient's skin tone was classified as medium (neither light nor dark). The patient did not have sensitive skin. She did not previously use thermacare heatwraps. The patient did not previously use other heating products for pain relief such as electric heating pad, hot water bottle or microwave gel packs. She did not engage in exercise while using the heatwrap. The patient did not check her skin under the product while wearing the heatwrap as she only wore the heatwrap for 15 minutes. She did read the usage instructions prior to using the heatwrap. The patient was not taking any medications, including over-the-counter, herbal, nutritional, or any applied to the skin during the time the event was experienced. Action taken with the suspect product was permanently withdrawn on 03aug2017. Therapeutic measures taken included unspecified wound treatment and care. No hospitalization was required as a result of the event. Clinical outcome of the event was resolved on an unspecified date. Per the product quality group: reasonably suggest device malfunction: no. Severity of harm: n/a. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Root cause category: non-assignable (complaint not confirmed) conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received. Follow-up (12sep2017): new information received from a contactable consumer includes: patient medical history, updated suspect product, suspect product start/stop dates, event outcome, therapeutic measures taken and no hospitalization required. Follow-up attempts completed. No further information expected. Follow-up (B)(6) 2020 : new information received from product quality group includes investigation results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the events of "weeping burn blister-like injuries on the skin" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction: no. Severity of harm: n/a this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Root cause category: non-assignable (complaint not confirmed) conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received.

Event description:
Event verbatim [preferred term] weeping burn blister-like injuries on the skin [burns second degree]. Case narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for (B)(6). A contactable consumer reported on behalf of his mother, an (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for tension in the shoulder and neck area and associated pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated after 1 hour of application of the heatwrap, his mother experienced burn-like symptoms and pain under the heatwrap. After removing the wrap, there were weeping burn blister-like injuries on the skin. The heatwrap was used according to the instructions and the heatwrap did not show any damage. Furthermore, no other drugs (like an ointment) were used under the heatwrap. The reporter stated his mother does not suffer from any underlying diseases or allergies. Action taken with the suspect product was unknown. Clinical outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the events of "weeping burn blister-like injuries on the skin" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
3 weeping burn blister-like injuries on the skin, burn second degree [burns second degree]. Case narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for division consumer healthcare (B)(6). A contactable consumer reported on behalf of his mother, an (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number not provided, expiration date: 2018) from (B)(6) 2017 for tension in the shoulder and neck area and associated pain. The patient's medical history included hypertension. Concomitant medications were not reported. On an unspecified date, the reporter stated his mother applied the heatwrap adhesive to her body and after approximately 15 minutes of application of the heatwrap, she experienced burn-like symptoms and pain under the heatwrap. She removed the heatwrap and discovered there were 3 weeping burn blister-like injuries in the neck area, burns second degree, on the skin. The heatwrap was applied according to the patient information leaflet. The reporter stated the healing process took several weeks. The patient did consult a physician as a result of the event and wound treatment and care was provided. The heatwrap was used according to the instructions and the heatwrap did not show any damage. Furthermore, no other drugs (like an ointment) were used under the heatwrap. The reporter stated his mother does not suffer from any underlying diseases or allergies. The patient's skin tone was classified as medium (neither light nor dark). The patient did not have sensitive skin. She did not previously use thermacare heatwraps. The patient did not previously use other heating products for pain relief such as electric heating pad, hot water bottle or microwave gel packs. She did not engage in exercise while using the heatwrap. The patient did not check her skin under the product while wearing the heatwrap as she only wore the heatwrap for 15 minutes. She did read the usage instructions prior to using the heatwrap. The patient was not taking any medications, including over-the-counter, herbal, nutritional, or any applied to the skin during the time the event was experienced. Action taken with the suspect product was permanently withdrawn on 03aug2017. Therapeutic measures taken included unspecified wound treatment and care. No hospitalization was required as a result of the event. Clinical outcome of the event was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (12sep2017): new information received from a contactable consumer includes: patient medical history, updated suspect product, suspect product start/stop dates, event outcome, therapeutic measures taken and no hospitalization required. Follow-up attempts completed. No further information expected. Comment: based on the information provided, the events of "weeping burn blister-like injuries on the skin" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.